Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, hypertension since 2003 and rheumatoid arthritis since 2007. Concomitant products included medroxyprogesterone acetate (depo-provera) from 1988 to 2004 for birth control as well as amlodipine (norvasc) since 2003, naproxen since 2007 and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 14 days after insertion of essure, the patient experienced premature menopause ("hormonal changes describe: experiencing symptoms of early menopause"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), uterine pain ("uterine pain") and weight fluctuation ("weight gain / weight loss"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with paracetamol (tylenol), omeprazole (prilosec), surgery (novasure endometrial ablation) and surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain, genital haemorrhage, premature menopause, migraine, headache, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, abdominal distension, alopecia, abdominal pain lower, back pain, uterine pain and weight fluctuation had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, premature menopause, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusion. (B)(6). Most recent follow-up information incorporated above includes: on 22-may-2018: new pfs received- new events added: abnormal bleeding ( vaginal ), menorrhagia, vaginal spot were added. Date of birth was updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding menorrhagia/cycle starts, spots, then heavy till done'), vaginal haemorrhage ('abnormal bleeding (vaginal )') and genital haemorrhage ('abnormal bleeding (general)') in a 26-year-old female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 14 days after insertion of essure. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device dislocation ("migration"). The patient was treated with surgery (dilation and curettage, novasure endometrial ablation and novasure endometrial ablation on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, device dislocation, dysmenorrhoea, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event added-migration, discrepancy added and lawyer added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding menorrhagia/cycle starts, spots, then heavy till done'), vaginal haemorrhage ('abnormal bleeding (vaginal )') and genital haemorrhage ('abnormal bleeding (general)') in a 26-year-old female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 14 days after insertion of essure. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device dislocation ("migration"). The patient was treated with surgery (dilation and curettage, novasure endometrial ablation and novasure endometrial ablation on (B)(6) 2011). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, device dislocation, dysmenorrhoea, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2010 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding menorrhagia/cycle starts, spots, then heavy till done"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pain") in a 26-year-old female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding. On (B)(6) 2010, the patient had essure inserted. In 2010, 14 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In july 2010, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and back pain ("back pain"). On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (novasure endometrial ablation) and surgery (dilation and curettage). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs received. Events experiencing symptoms of early menopause, migraines / headaches, fatigue, gastrointestinal or digestive system condition type: gastroesophageal reflux disease; bloating, hair loss, uterine pain and weight gain / weight loss deleted. Date of birth updated and onset date of events updated. Lab data deleted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pain") in a 26-year-old female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, hypertension since 2003, rheumatoid arthritis since 2007, uterine bleeding and thrombosis nos. Concomitant products included medroxyprogesterone acetate (depo-provera) from 1988 to 2004 for birth control as well as amlodipine (norvasc) since 2003, naproxen since 2007 and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 14 days after insertion of essure, the patient experienced premature menopause ("hormonal changes describe: experiencing symptoms of early menopause"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), uterine pain ("uterine pain") and weight fluctuation ("weight gain / weight loss"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with paracetamol (tylenol), omeprazole (prilosec), surgery (novasure endometrial ablation) and surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia and vaginal haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain, premature menopause, migraine, headache, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, abdominal distension, alopecia, abdominal pain lower, back pain, uterine pain and weight fluctuation had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, premature menopause, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusion . Current weight 204.00 lbs. Approximate weight at the time of essure placement 200.00 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pain") in a 26-year-old female patient who had essure (batch no. 731602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, hypertension since (B)(6) , rheumatoid arthritis since (B)(6) , uterine bleeding and thrombosis nos. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) to (B)(6) for birth control as well as amlodipine (norvasc) since (B)(6) , naproxen since (B)(6) and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 14 days after insertion of essure, the patient experienced premature menopause ("hormonal changes describe: experiencing symptoms of early menopause"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastroesophageal reflux disease"), abdominal distension ("bloating"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), uterine pain ("uterine pain") and weight fluctuation ("weight gain / weight loss"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"). The patient was treated with paracetamol (tylenol), omeprazole (prilosec) and surgery (novasure endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia and vaginal haemorrhage outcome was unknown and the genital haemorrhage, pelvic pain, premature menopause, migraine, headache, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, abdominal distension, alopecia, abdominal pain lower, back pain, uterine pain and weight fluctuation had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, premature menopause, uterine pain, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: bilateral tubal occlusion. Current weight 204.00 lbs. Approximate weight at the time of essure placement 200.00 lbs quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.